Event description:
A customer reported that the battery of their t:slim x2 pump would not charge. There was no reported impact to the customer¿s blood glucose level. The customer was not using the tandem wall adapter and the pump screen was dark, preventing confirmation of any alerts. Technical support instructed the customer to use a working outlet and wait for the pump to charge. When this did not resolve the issue, a replacement pump was sent. Customer reverted to an alternative method of insulin therapy. The follow-up confirmed that the replacement pump was received and successfully powered on, resolving the issue with no further action needed.